Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, the physician noted a non-sustained ventricular tachycardia episode recorded due to atrial signal oversensing on the right ventricular (rv) channel. Pacing inhibition was observed but no asystole since the patient was not pacemaker dependent. Troubleshooting consisted of signal evaluation with postural changes and modify sensibility. The physician modified the setting for the rv channel sensibility up to agc 1.0 mv. The plan is to closely monitor the patient via latitude. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that during a routine follow-up, the physician noted a non-sustained ventricular tachycardia episode recorded due to atrial signal oversensing on the right ventricular (rv) channel. Pacing inhibition was observed but no asystole since the patient was not pacemaker dependent. Troubleshooting consisted of signal evaluation with postural changes and modify sensibility. The physician modified the setting for the rv channel sensibility up to agc 1.0 mv. The plan is to closely monitor the patient via latitude. No adverse patient effects were reported. This rv lead remains in-service.